Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting more quickly at 50%. During troubleshooting with tandem technical support, review of the most recent charge was unable to confirm the reported issue. There was no reported impact to the customer¿s blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.